Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during the load step the pump does not recognize the filled cartridge. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box showed no "pump not primed" or "cartridge not detected" warnings recorded. On testing, a rewind, load and prime sequence was performed successfully without alarms. Calibration testing of the force sensor confirmed the sensor is detecting force appropriately according to specification. The pump was evaluated and found to be operating within required specifications.